Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "constant beeping". No patient injury reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was showed evidence of "no disposable" and "high pressure" alarm messages. To further investigate, functional test was performed. Customer's reported problem was replicated. Defective downstream occlusion sensor was found. It was determined to be due to fluid ingression found on pump by the chassis base of the downstream occlusion sensor. Issue was user induced. The faulty downstream occlusion sensor will be replaced.